Event description:
It was reported that prior to implant, while in box, the device presented in backup vvi mode. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of backup vvi mode while in the box was confirmed in the laboratory. The device was tested using automated test equipment and passed all tests. The reset was not replicated in the laboratory, and the root cause was not conclusively determined.